Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the device unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it using a prepaid label, with a replacement pump set to be provided by technical support. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.